Manufacturer narrative:
Intuitive has received the 30-degree endoscope associated with this complaint and completed investigations. Failure analysis investigations replicated and confirmed the customer-reported complaint. The endoscope was placed through a friction test using a screening aid to rotate the adapter to detect friction manually. The camera instrument adapter did not rotate properly, and/or noises were heard during testing and confirmed as binding.

Event description:
It was reported that during a da vinci-assisted prostatectomy procedure, the 30-degree endoscope had a 180° rotation problem, which turned the vision upside down without being able to correct the orientation afterwards. The procedure was completed with no patient harm. Intuitive surgical (is) contacted the customer and obtained the following additional information regarding this event: the endoscope was inspected before use and found to have no external defects. The surgery performed was a radical prostatectomy. The image of the endoscope was indeed inverted. The endoscope moved freely, but the image was always inverted. According to the surgeon, the controls were reversed, obviously due to the inverted image. The endoscope was first installed and operated facing downwards. The surgeon wanted to change the orientation of the optics by 30° from looking down to looking up to dissect behind the prostate. The reported could not remember if the orientation on the control screen was the same as the actual orientation of the image. The endoscope was always well engaged. No external damage was noted after this inverted image anomaly. Prior to the event, the endoscope was not manually rotated 180 degrees, the surgeon always worked with the same downward gaze throughout the entire procedure, without any problems. It was when we changed the orientation of the optics by 30° that we noticed that the image was reversed (the bottom was on top), and at the same time that the controls were reversed because of the reversed image.